Event description:
Acunav not acquiring images. After shut down and restart, the device still not working or capturing, so new acunav (ice catheter) used and it worked just fine. The new device was not from the same lot.